Event description:
It was reported that the 9800 sys displayed a fast stop activated message. It was noted that after reboot the sys worked as intended. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an eval over the telephone. Advised the customer that most likely the emergency shut off switch was engaged and to observe the unit to see if the reported issue happened again. According to the user the sys is working as expected. No add'l service request at this time. Service call closed.